Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The highly stenosed target lesion was located in the left circumflex artery. The 30mm x 2.0mm maverick 2 balloon catheter was advanced to the lesion and angioplasty was performed. The balloon ruptured on an unknown inflation attempt at 14 atmospheres. Upon withdrawal of the device, resistance was noted. It appeared the balloon had slipped on the shaft; however, it was still attached in two places and remained in one piece. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `stable'.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The highly stenosed target lesion was located in the left circumflex artery. The 30mm x 2.0mm maverick 2 balloon catheter was advanced to the lesion and angioplasty was performed. The balloon ruptured on an unknown inflation attempt at 14 atmospheres. Upon withdrawal of the device, resistance was noted. It appeared the balloon had slipped on the shaft; however, it was still attached in two places and remained in one piece. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `stable'.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed a longitudinal tear in the balloon. The tear extended from the distal edge of the proximal markerband to the proximal edge of the distal markerband; measuring 2.7cm in length. A detailed examination of both markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was inflated above its rated burst pressure. (B)(4).